Event description:
It was reported that the procedure was aborted. The target lesion was located in the ostial right coronary artery (rca). A rotapro console and two 1.50mm rotapro devices were selected for use. During testing outside the patient, the target speed of 200k was not reached and the speed appeared to sound like 140k. The procedure was aborted and the patient will be brought back when a new console is received. There were no patient complications.

Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of the rotapro atherectomy system. The burr catheter was received attached to the advancer unit. The advancer, handshake connections, sheath, coil, burr and annulus were visually and microscopically examined. Inspection of the device presented no damage or irregularities. Functional testing was performed by attempting to rotate the drive shaft; however, it was unable to rotate. The drive shaft would not rotate and there was no visible damage to the advancer that could be associated with the failure to rotate, therefore it can be concluded the ultem is melted. A melted ultem is due to the interruption of saline or by insufficient flow of saline used during the preparation or during the procedure of the device.

Event description:
It was reported that the procedure was aborted. The target lesion was located in the ostial right coronary artery (rca). A rotapro console and two 1.50mm rotapro devices were selected for use. During testing outside the patient, the target speed of 200k was not reached and the speed appeared to sound like 140k. The procedure was aborted and the patient will be brought back when a new console is received. There were no patient complications.